Event description:
Patient reported obtaining back-to-back blood glucose results of 358 mg/dl, 142 mg/dl, 244 mg/dl, 187 mg/dl, and 198 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.